Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:30pm after the end user received a blood glucose reading in the 500's from the prodigy diabetes glucose meter. The end user was not experiencing any relevant symptoms and his normal blood glucose level around this time of the day is 64 mg/dl. The end user was taken to the ER by a family member after receiving the following inconsistent results - 500's, 319 mg/dl and 41 mg/dl. Upon arrival to the ER his blood glucose was in the 300"s. He received insulin to assist with stabilizing his blood glucose level. After several hours in the ER, he was discharged. No additional information was provided in relations to this medical event.